Event description:
A malfunction with code 12 was reported, and the customer indicated that they had encountered this issue multiple times. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by resetting the pump and sending a replacement pump with updated software, providing instructions for transitioning to the new device and returning the faulty one. The customer acknowledged understanding the process and the need to contact their healthcare provider for backup therapy.